Manufacturer narrative:
Date rec'd from MFR: 09jan2020. The customer troubleshot with tech support over the phone. The customer ordered a new battery and replaced the battery to address the reported issue. The issue has been resolved, the device has been tested, and the device now functions as intended.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25nov2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the device had experienced battery failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.